Manufacturer narrative:
This trackwise pr ID number is a duplicate of (B)(4). This trackwise pr ID number is closed-cancelled. Due to this complaint file being created as an l1 and than moved to l2, closed/cancel is not an option. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the module had a broken syringe claw. No further information was provided.